Event description:
Device was returned for tubing set misloaded alarms, and for downstream pressure sensor (dsps) failure. Upon investigation, it was observed the dsps had a significant amount of drag, almost completely stuck. Cassettes were inserted but the tubing set misloaded alarms were unable to be replicated. An internal investigation was conducted and found the dsps had begun to fail and will need to be replaced. No other damage or defective component was observed.

Manufacturer narrative:
Attempted to submit via FDA esg on 19jul2024, but received the message "an error occurred when scanning the file: connection timed out (connection timed out)".

Event description:
The following has been reported: pump problem -15 minutes into test infusion, "air in line" error occurred. Primed cassette, still received error. Hard reset pump, still received error. Checked cassette with other pump, cassette is good. Pump is on whenever you can check logs. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.